Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse found the liquid sense ground cable was broken. Fse soldered the broken wire, reinstalled it, and adjusted the sample needle alignment on all positions. The customer then ran quality controls (qc) and all results passed within acceptable range. Error 2011 air detected [sample] cleared and the aia-360 instrument is functioning as intended. Despite the issue having been resolved, the customer requested the sense ground cable be replaced with a new one. On (B)(6) 2018, fse replaced the liquid level sense ground cable on the aia-360, per customer's request. The customer ran qc and the results passed within acceptable range. The aia-360 instrument functions as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 03-dec-2016 through 03-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2011 is air detected [sample]. This error is generated when there is no contact with the liquid surface after sample suction. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to xp001 wire is broken due to normal wear and tear.

Event description:
On (B)(6) 2018, a customer reported error 2011 is air detected [sample] on the aia-360 instrument. Customer is unable to run patient samples on intact parathyroid hormone (ipth). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.